Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the control unit was not functioning and the motor was defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that the battery oscillator device had an undetermined defect. During in-house engineering evaluation it was observed that the control unit was not functioning and the motor was defective. It was not reported if the device was used in surgery, or if there was patient involvement. There were no delays in a scheduled surgical procedure. A spare device was not available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.